Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, specificity testing, a search for similar complaints, and a review of labeling. The customer reported dilution linearity was acceptable and the sample returned (B)(6) results. The data generated at the customer site supports the conclusion that the (B)(6) results generated were (B)(6) results and not (B)(6). Analytical specificity testing was performed using an in-house reference lot of (B)(4) reagent lot 22285lf00. All validity and acceptance criteria were met. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Event description:
The customer stated an architect i1000sr analyzer generated (B)(6) result for one patient sample. The analyzer generated (B)(6). The sample was repeated using a 1:15 auto dilution and (B)(6) was generated. The sample tested (B)(6) for (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect anti-hbs, ln 07c18, that has a similar product distributed in the us, architect ausab, ln 01l82. A follow up report will be submitted when the evaluation is complete.